Event description:
On (B)(6) a patient fell while being lifted from a chair with a golvo 7007es patient lift. According to the facility an aide began lifting the resident when the connection piece from the lift strap to the sling bar fractured causing the resident to fall back into the chair. The staff estimated the distance of the fall to be six inches, and reported the patient di not sustain any injuries. On (B)(6) the equipment was inspected by liko's local distributor. The broken strap buckle was observed and replaced. The lift was then completely inspected and returned to service. A bent or broken strap connector, is a symptom of raising the lift to it's maximum lift height after the sling hanger bar and scale are positioned resting on the lift arm parking hook. This causes a binding of the buckle within th scale. The bent components should have been noticed and the lift taken out of service prior to usage of the lift. As stated on page #3 of the lift instruction guide, "before use make certain that all lift components are intact and show no signs of wear."